Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2017 with the following findings: a review of the black box indicated that occlusion alarms occurred on (B)(6) 2016 at 20:37, 20:39, 20:46, and 20:48; basal deliveries resumed at 21:38. The last basal delivery occurred on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurring during investigation. The complaint of an inaccurate delivery issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the display was discolored; the battery compartment was cracked; the base of the pump casing was cracked between the case seal and the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on 12/8/2016 alleging the patient experienced blood glucose excursions while on insulin pump therapy. The reporter stated the patient experienced both hyperglycemia and hypoglycemia; however, blood glucose values were reportedly unknown. The diabetes nurse at the hospital was contacted by telephone as intervention. The patient received dextron for the hypoglycemia. No hospitalization was required. The reporter alleged inaccurate delivery by the insulin pump. The reporter confirmed the time and date were correct on the pump, basal settings were correct and the correct program was being used, advanced settings were being used and were correctly programmed, the pump history showed the pump delivered as programmed and the prime history was confirmed as appropriate. This complaint is being reported because the patient reportedly experienced blood glucose excursions while on insulin pump therapy related to an alleged inaccurate delivery of insulin by the pump.